Manufacturer narrative:
This event was originally reported under MDR report #2243072-2022-02051. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect/invalid.

Event description:
It was reported by the customer, on (B)(6) 2022 port needle tubing began leaking where the IV tubing connects to the "y" of the miniloc with y-site huber needle. Patient was receiving a 2 hour infusion of oxaliplatin. Leaking began about 90 minutes into the infusion. We cleaned off the patient skin where the chemo leaked. Otherwise, no patient impact."

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a cracked y-site was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 20ga x 1¿ miniloc safety infusion set with y-site. Usage residues were observed throughout the sample and a needleless injection cap was attached to the y-site luer adapter. A crack was observed in the y-site, extending from the orifice nearly to the branch site. The crack occurred opposite the gate. Microscopic inspection of the crack revealed that it propagated along a molding weld line. The crack exhibited a granular fracture surfaced. Abundant superficial stress fracturing was observed in the vicinity of the crack. The crack occurred along features caused during the molding process. The abundant stress fracturing suggested that processing conditions also may have caused internal polymer stress. These conditions appeared to be caused by manufacturing processes. The device is a supplied component and the supplier has been notified this event.

Event description:
It was reported by the customer, on (B)(6) 2022 port needle tubing began leaking where the IV tubing connects to the "y" of the miniloc with y-site huber needle. Patient was receiving a 2 hour infusion of oxaliplatin. Leaking began about 90 minutes into the infusion. We cleaned off the patient skin where the chemo leaked. Otherwise, no patient impact."